Event description:
It was reported that on (B)(6) 2011, the patient underwent a stenting procedure with placement of a 3.0 x 28 mm promus stent in the mid left anterior descending artery. In (B)(6)2012, the patient experienced an ischemic event with angina and a percutaneous coronary intervention was performed at the target lesion on (B)(6) 2012. The patients condition resolved on (B)(6) 2012. No additional information was provided.

Manufacturer narrative:
(B)(4). You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the u.s. There was no reported product deficiency and the product was not returned. The reported patient effects of angina, ischemia, and restenosis, as listed in the (B)(4) promus everolimus eluting coronary stent system, are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.